Manufacturer narrative:
The evaluation of the iso puck was completed by our supplier and found that thermal protection device and output cable were not operating properly. The iso puck ensures that power is delivered to the wall outlet of the hexavue system. As the iso puck was not operating properly, this caused the loss of power to the system resulting in the reported event. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that prior to the start of a patient procedure their hexavue integration system would not turn on. There was a procedure delay as user facility personnel connected the devices directly to the monitors to complete the procedure. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the hexavue integration system and was able to duplicate the reported event. The technician found that the audio visual controller server (avcx) and iso puck required replacement. The technician made the necessary repairs, tested the system, confirmed it to be operating according to specifications, and returned it to service. The investigation of the subject event is in process; the replaced parts have been returned to steris for evaluation. A follow-up MDR will be submitted when additional information becomes available.